Event description:
Additional information received indicated an x-ray was performed and revealed the right ventricular (rv) lead was slightly dislodge from the implant position. No additional intervention was performed and the patient was in stable condition.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the noise and oversensing was reproduced. A lead fracture was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.